Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1805102 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no hemostasis when using a 6f-7f mynxgrip vascular closure device (vcd). There was no reported patient injury.

Manufacturer narrative:
As reported, there was no hemostasis when using a 6f-7f mynxgrip vascular closure device (vcd). There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open. The syringe was returned separated from the device. No introducer sheath was returned with the device. The sealant and advancer tube remained in their manufactured position. It was noted that the sealant sleeve was remaining it its manufactured position, which indicated that the device may have not been inserted in an existing introducer sheath during the procedure. The condition of the returned device does not match the description of the reported complaint. Leak testing was performed on the balloon of the returned device and no leak was found in the balloon. Shuttle down procedure was also simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). The product from lot f1805102 was returned for evaluation. A product history record (phr) review of lot f1805102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant was still in the device and the sealant sleeve location showed that there was no attempt to deploy in the patient. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, handling factors may have contributed sealant not being deployed in the patient, and the failure to achieve hemostasis reported. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.